Event description:
A customer reported that a system message could not be cleared during a procedure. The system was exchanged and the case was completed following a 15 minute delay. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and was not able to duplicate the customer reported issue. The company representative reseated the pcb and the connections. Preventive maintenance was performed. The system was then tested and met product specifications. No sample was returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).